Event description:
Varian identifier: gm 016/2009. Error description: in preparation to use the afterloading device gammamed plus the user is advised to perform a daily qa test prior to use the device. While performing their morning qa test with the gammamed plus the source wire was extended for testing and got stuck outside the afterloading device. Performing emergency procedure including entering the treatment room and attempted manual retraction by the physicist did not succeed in retracting the source wire. A manual recovery of the source wire was necessary and performed by the field service engineer.

Manufacturer narrative:
This report is based on information received from a third party or developed by varian medical systems. While the reported event is being investigated, some of the facts are as yet unverified. By submitting this report, the company is not admitting that the product identified has malfunctions, is defective, or has caused or contributed to a serious injury or death. Information provided in this report is based on the assumption that the information currently available is true and accurate.